Event description:
The core impaction drill was sent for eval due to overheating during a wisdom tooth extraction procedure. Another drill was used to complete the procedure without delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was confirmed on the internal components of the device.